Manufacturer narrative:
(B)(4).

Event description:
(Os 19.529). The dentist reported that 2 months after the dental implant was installed in intraoral region #3, it was verified its non osseointegration; 35 ncm of primary stability was achieved and immediate load was not performed. Pt had low bone quality (bone type iii). The implant was carried out immediately.